Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown lb abutment screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown biomet 3i occlusal loading abutment screw was returned for investigation with an abutment base. Visual inspection of the returned product identified fracture on the threaded portion of screw. The hex head is worn and contains debris. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16. Information identified: torque matrix - internal connection. Complaint reported that the unknown abutment screw fractured. The reported event is confirmed as a fracture was identified on the returned product during visual inspection. A root cause for this complaint could not be determined. The following sections have been updated: date of this report; date received by manufacturer; type of report, follow-up number; if follow up, what type? Follow up type; device evaluated by MFR: device evaluated by manufacturer: change 'no' to 'yes'. The following sections have been corrected: patient identifier; patient sex.

Event description:
No further event information is available at the time of this report.